Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device - 31 year, 5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced pump stoppage events in the morning. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events and speed drops greater than 200 rpms below the low speed limit. On (B)(6) 2017, the technical service representative replaced a majority of external percutaneous lead (driveline) successfully. However, upon hooking up to power module the lvad system produced an immediate pump stoppage. The patient was medically transported to another facility where the patient received a transplant on (B)(6) 2017.

Manufacturer narrative:
The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted log file. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and outflow elbow were returned attached to the pump¿s outlet port. However, the sealed outflow graft bend relief was returned detached from the outlet port. The bend relief collar was detached from the sealed outflow graft assembly. Evaluation of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of depositions or thrombus formations. A distal end driveline replacement was performed on 27jul2017 and the replaced portion was returned in one segment measuring approximately 18 inches. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate appeared unremarkable. Multiple areas of shield breakdown were observed. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Both the pump-end segment and distal-end segment of the driveline from the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone jacket and clear bionate appeared unremarkable. Upon removal of the metal braided shield, a breach in the insulation of the yellow wire was observed 7.5 inches from the pump housing. The breaches on the wire appeared consistent with abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for high-potential testing to further verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.